Event description:
It was reported that a lead revision procedure was performed on this right atrial lead due to a dislodgement that was confirmed through x- ray. This lead remains in service. No additional adverse patient effects were reported.